Event description:
During gastroscopy, physician attempted to cut long piece of silk suture material at site of gastric residual pouch from gastric bypass with loop cutter. Loop cutter unable to cut through suture. Loop cutter had to be cut and pt had to be sent to surgery to have loop cutter removed - exploratory laparotomy and lysis of extensive adhesions, removal retained endoscopic instrument.